Manufacturer narrative:
(B)(4). D10 ¿ cer option type 1 tpr sleve -6, item# 650-1064, lot #753270. G7 neutral e1 liner 36mm d, item # 010000856, lot #3588459. Visual examination of the returned provided pictures identified metal transfer marks on the spherical radius on the ceramic head, no further information can be gleaned from the provided photographs. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent spinal fusion surgery since the original total hip replacement was performed approximately (7) years ago. Recently, a revision has been performed due to dislocation. Revised to head and liner. No further outcome. No further event information available at the time of this report.